Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the power flosser 3000 caught on fire. No injury or property damage was reported.